Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated or elicit tones with magnet application. The device was last interrogated in august 2002 and, at that time, had a battery voltage of 2.7 volts.